Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure the blade tip of device broke off but did not fall into the patient. Another device like device was used to complete the case. No patient consequences. One device will be returned.